Event description:
It was reported that a patient presented to the hospital for a follow up. Upon examination, the right ventricular (rv) lead exhibited out-of-range rv to svc to can impedance > 200 ohm. A lead revision was arranged. The patient is stable and awaiting surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).